Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.

Event description:
It was reported that an ivc filter migrated to the heart. The filter was retrieved successfully using a snare. There was no injury reported to the pt.